Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that the capture thresholds of right atrial lead increased resulting in loss of capture.

Manufacturer narrative:
The reported event of lead difficulty to extend was confirmed by analysis. The inner coil was found to be over-torqued due to procedural damage. The reported event of loss of capture was not confirmed by analysis.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. Interrogation revealed that the right atrial lead had dislodged. During the operation, the lead helix could not be rotated out successfully, so the lead was explanted and replaced. The patient was in stable condition.